Manufacturer narrative:
H3: analysis found that there was no fault found with the device. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), UDI#: (B)(4). Analysis for product ID: 8253200 is: no stim response of the channel stim1. The fuse of channel stim1 is blown. Manufacturing date: 2019-04-18 h6: codes fdr: c0208, fdc: d02 and img: g0201202 belongs to product ID: 8253200. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra op the mainframe was not stimulating. The stimulus was set to 1ma and threshold set to 100 v. The stim return was showing 0 on the monitor. There was no patient impact.